Manufacturer narrative:
Product analysis: the system test failure was confirmed, and was attributed to a loose flex connector. The display was found to be discolored and cracked and interaction between stylus and display was not working properly. The programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer displayed an error code, indicating a system test failure. It was further reported that the programmer display was exhibiting an unspecified problem. The programmer was returned for service. There was no patient involvement.